Event description:
User experienced a water leak coming from under the unloader onto the floor. No patient samples involved and operator not harmed. The field service representative determined the cause to be a leak in main water reservoir and tightened water reservoir connector.